Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this cardiac resynchronization therapy pacemaker (crt-p) stored device data due to concerns of possible loss of capture (loc) on the left ventricular (lv) lead. Upon review of the electrogram (egm), ts determined that there to be a possibility of intermittent loc. Ts discussed possible causes and troubleshooting options with the hcp. At this time, the crt-p and lv lead remain in service. No additional adverse patient effects were reported.